Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient feels like his inflatable penile prosthesis (ipp) has no fluid in it. The patient states that he tried to inflate but the pump went flat and stayed flat, he feels like there is air in the system. The patient will meet with his urologist for follow-up.